Manufacturer narrative:
The prograsp forceps instrument was received, and failure analysis found the instrument to have to have a frayed grip cable at the distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure the prograsp forceps instrument broke while inside the patient. A device fragment fell inside the patient immediately after the instrument was inserted, before any surgical task was performed. The cause of the fragment issue is uncertain. The fragment was successfully retrieved using another instrument, and all fragments were confirmed retrieved through visual inspection. No additional surgical procedure was required, and no post-operative tests, such as x-rays or ultrasounds, were performed to check for remaining fragments. The procedure was completed robotically, utilizing another prograsp instrument taken from the shelf. There was no injury to the patient, and the patient has not returned to the hospital with any post-surgical complications related to retaining a foreign object. The fragment itself was discarded.